Event description:
It has been reported to philips that there was a problem with the wireless footswitch. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the battery of the wireless footswitch was losing power too quickly after charging overnight. The system was not in clinical use when the issue was identified. The customer ordered and replaced the wireless footswitch battery and returned the system to use. Philips has initiated a field safety corrective action related to a connection failure of the wireless footswitch. At the time this complaint was received, philips did not have enough information to exclude a connection failure and as such the complaint was reported. Based on the investigation's results, philips concludes that the complaint is not reportable. Corrected data: updated codes based on investigation.